Event description:
During baxter's functional testing of a spectrum pump, a delayed keypad response of approx 3 seconds was experienced. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. It was found out of specification with respect to the delayed keypad response. The delayed response was caused by a failing processor printed circuit board (pcb). The processor pcb was replaced.